Event description:
It was reported that prior to the start of a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the maryland bipolar forceps was observed to have wide open jaws with a cable loose upon opening the instrument from the sterile wrap. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken yaw pulley to be related to the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. The broken piece is missing as a result of the breakage. The size of the missing piece is approximately 0.017¿ x 0.03¿. The root cause is attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. There was an additional observation that was reported by the site and related to the primary failure. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The root cause is attributed to a component failure.